Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's blood glucose reached 407 mg/dl. The customer's sensor gave a discrepant reading of 87 mg/dl. Customer was advised to remove and replace sensor. Nothing further reported.